Event description:
It was reported that the right atrial (ra) lead exhibited lead noise oversensing resulting in episodes of inappropriate automatic mode switch (ams). Programming changes were made to resolve the anomaly. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).